Manufacturer narrative:
Pump was received with error alarm during basic occlusion test due to faulty force system sensor. Unable to perform occlusion test due to error alarm. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 69 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.